Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was oversensing myopotential which led to inhibition of pacing. Upon review of the electrograms low levels of high frequency noise was noted. The patient was brought into clinic and the noise was reproducible with isometrics. The device was successfully reprogrammed. The patient was stable throughout the event and will continue to be monitored.